Event description:
It was reported that the rv lead was explanted due to dislodgement. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead was returned for analysis.